Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe had a hoarse sound during vitrectomy surgery. Although aspiration was present, the cutting efficiency was very low, which affected the procedure. The issue persisted even after lowering the cut rate. After replacing the vitrectomy cutter, the cutting function returned to normal, and the surgery was able to continue and was completed on the same day. There was no impact on the patient.